Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient heard a pop after a fall. Pinnacle liner disassociated from acetabular cup. Three (3) weeks post op. Products removed were 36x56 neutral altrx liner and 36+1.5 biolox ceramic head lot number is 8651122. There were no surgical delays. No additional concerns stated by surgeon. Patient consequence description:revision surgery for head and liner exchange.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.